Event description:
It was reported that customer experienced occlusion alarm and Alarm 2 while using infusion set and cartridge, with more than one occlusion event noted. There was no reported impact to the customer¿s blood glucose level because caller declined to provide information. Customer changed infusion set and cartridge, resumed insulin, reported no visible issues with infusion set, and indicated occlusion events were not frequent or recurring, and Technical Support verified alarm, provided guidance, and closed case with no further assistance needed.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.